Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager failed and required maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failed. A technical support specialist stated that the customer manually opened and closed the remote manager using the key a few times, and the issue was resolved. The system functioned as intended after the customer resolved the issue.